Manufacturer narrative:
One sample was received for evaluation outside of the blister and it had solutions in the extension, which showed signs of use. A visual inspection revealed that there was a tubing disconnected in the part that connects all tubes and the same tube had a cyclohexanone mark indicating it had been glued. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of "the routes" of a manifold set ruptured. It was further specified that the rupture occurred at the "manifold junction". This occurred during intermittent peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.